Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. The customer's blood glucose level was 472 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose event. The customer did not mention any symptom related to high blood glucose level. They treated high blood glucose level with manual injections. The insulin pump was not on auto mode at the time of the incident. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose levels. The customer did not allege the insulin pump for under delivery. They decided to change the infusion set and it was working good then. The insulin pump will not be returned for analysis.